Manufacturer narrative:
Date of event: unknown. No lot # provided. Medical device expiration date: unknown. Initial reporter phone: (B)(6). Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ disposable syringe catheter prematurely separated from the hub causing exposure to bodily fluid. No medical intervention noted. Found during use.

Manufacturer narrative:
Investigation summary: one photo and one actual sample without packaging and cannula assembly was returned for investigation. However, there is a slip tip of IV set attached to the actual sample. A review of the device history record could not be performed as a lot number was not provided for this incident. No abnormalities was observed in the returned photo. The catheter adapter was subjected to visual inspection. No abnormalities was observed on the returned sample. The catheter adapter showed no abnormalities on all sides. Visual inspection of catheter adapter no abnormalities observed on the actual sample. The sample was subjected to leak test. The result shows the sample passed the catheter leak test. Investigation conclusion: no abnormalities was observed on the returned sample and the sample had passed the leak test. The root cause cannot be confirmed as the returned sample had passed the catheter leak test.